Manufacturer narrative:
(B)(4) was replaced with (B)(4) after follow-up with the manufacturer representative. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the old system was discarded by the hospital and that impedances were over 4000. No other information was reported. There were no further complication reported or anticipated

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1bkt6, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patients lead was fractured. When the healthcare provider (hcp) office interrogated the implant, the lead showed impedances on all combinations. The lead was replaced and this resolved the issue. The patient noted that he fell out of his wheelchair while he was spray painting and this is possibly the cause of the break. No symptoms were reported. No further complications were anticipated/reported.